Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, non-tortuous, 90% stenosed, distal right coronary artery. The 2.25x15 mm traveler nc balloon catheter was inflated for the first time in the lesion; however, the balloon ruptured when the pressure reached 14 atmospheres. The balloon was prepped inside the anatomy. There was no resistance felt during advancement of the balloon catheter in the anatomy. The traveler nc balloon catheter was replaced with a non-abbott balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was confirmed that the device returned for analysis was not the complaint device. The complaint device has been discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc traveler instructions for use instructs the user that all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it could not be determined if performing air aspiration inside of the anatomy would have contributed to the reported balloon rupture.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.